Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed urethral erosion, which led to the removal of the cuff and scrotal pump. The patient is currently experiencing severe incontinence and is using up to five diapers per day. A new aus implantation is being planned once the patient is clinically eligible. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed urethral erosion, which led to the removal of the cuff and scrotal pump. The patient was also reported to be experiencing dysuria and severe urinary incontinence and was using up to five diapers per day. A surgical procedure was performed in which the aus was reimplanted. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The reported patient symptoms of incontinence and erosion are known risks associated with this device type and indicated as such in the instructions for use.